Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated at the collar. There are multiple flat spots along the hypotube. Microscopic inspection revealed scratch marks at the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the collar part was fractured. The target lesion was located in the calcified and stenosed right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the collar part of the device was fractured. The device was completely removed from the patient's body using a snare without any device fragments left. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.

Event description:
It was reported that the collar part was fractured. The target lesion was located in the calcified and stenosed right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the collar part of the device was fractured. The device was completely removed from the patient's body using a snare without any device fragments left. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.